Event description:
It is reported that a customer was hospitalized on (B)(4) 2014 at approximately 330 pm for a high blood glucose level of 390 mg/dl. The customer called in for assistance reprogramming her insulin pump. Assistance was provided and the pump's settings were programmed. The customer was advised to monitor the insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.